Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery in 2008 and enhancement procedure on (B)(6) 2016. Patient returned to center on (B)(6) 2016 with epithelial ingrowth in right eye (od) only. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of dry eye and the od as gritty but also noted great visual acuity (va) and symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye post-op 20/15 .26 x -.03 x 175, left eye post-op 20/15 .00 x .00 x 90.